Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pre-syncope and dyspnea, and was found to have intermittent loss of capture. The lead was explanted and replaced. Additional information was received from this reporter indicating that within 24 hours of the implant of this lead, the patient had experienced pneumothorax. The lead was then repositioned and left in use until explant. No further patient complications have been reported as a result of this event.